Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and was not capturing. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) battery did not last. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.